Event description:
It was reported on (B)(6) 2026 that (B)(6) indicated on a form that a silent nite device had wear and tear, debonded anchors, fractured tray, peeling liner. Additional information reported the patient as a 24-year-old, male.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).